Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor just stops half way through and they had to restart it. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that they had an issue with the reservoir. The device will be returned for analysis.